Event description:
Balloon deployed and ruptured. When balloon was retracted into sheath, sheath was torn. Balloon and sheath pulled out in tandem casing trauma to iliac artery and subsequent hemorrhage.